Event description:
It was reported that a leak occurred on the extension leg of PICC. It was stated the catheter was removed and a new one was inserted. No other information was provided. Iit was reported this occurred with two devices. This report address the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the alleged problem could not be reproduced. One 5 fr dual lumen powerpicc catheter and nine sealed 5 fr dual lumen powerpicc catheter kits were returned for evaluation. An initial visual observation showed use residue on the catheter returned outside of any packaging. The catheter tubing of this sample appeared to have been trimmed approximately 4 cm distal to the bifurcation. The returned catheters were each flushed and pressurized with a 12 ml syringe of water; however, no leaks could be found in any of the returned catheters. Each lumen of each catheter was found to be patent to infusion and aspiration. A microscopic observation revealed no damage or defects in the returned catheter. The alleged problem could not be found or reproduced in the returned samples; therefore, this complaint is unconfirmed. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reew1848 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that a leak occurred on the extension leg of PICC. It was stated the catheter was removed and a new one was inserted. No other information was provided. It was reported this occurred with two devices. This report address the first device.